Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported.  During the evaluation of the device at third-party service center, a malfunction related to ac light was not functioning. The device's front panel board and power supply were replaced to address the issues.